Manufacturer narrative:
The analyzer's serial number is: (B)(6). The level 2 qc was acceptable. The customer did not test level 1 qc. Sample clot alarms were detected on the date of the event. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d, total iii results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 99.1 ng/ml. On (B)(6) 2026, the repeated result was 32.9 ng/ml (reported as 33 ng/ml). The repeated result was believed to be correct.

Manufacturer narrative:
The investigation did not identify a product problem.